Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device does not complete the boot-up process and displays a white screen. The device is unable to deliver defibrillation therapy or monitor ECG. Physio replaced the user interface pcb assembly and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device does not complete the boot-up process and displays a white screen. The device is unable to deliver defibrillation therapy or monitor ECG. Physio determined that the cause of the reported issue was due to the user interface pcb assembly. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that when attempting to power on their device, the device displayed a white screen. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device does not complete the boot-up process and displays a white screen. The device is unable to deliver defibrillation therapy or monitor ECG. Physio replaced the user interface pcb assembly and proper device operation was observed through functional and performance testing. The device was returned to the customer for use.